Event description:
It was reported that the customer experienced low blood glucose levels (46 mg/dl). Customer stabilized blood glucose levels with dextrose and milk. Customer reverted to manual injections.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.